Event description:
Rptr indicated that the pt has been experiencing urinary retention because of damage to their vagus nerve. The pt was seen by a urologist in 3/2002 who indicated that the urinary retention was related to damage of the vagus nerve. It was reported that the urologist indicated that this damage was likely caused during the vns implant surgery. Attempts to obtain add'l info have been unsuccessful to date.